Event description:
One touch ultra meter would not power on. The medical affairs specialist left a message with the pt's daughter and sent a letter to the pt. The pt did not recall the date and time of the last test with the reported meter. The pt was dizzy and did not attempt to test while symptomatic. She went to her dr to get checked and received no treatment. No results obtained by the dr were provided. Info regarding the pt's diabetes treatment regimen was not provided. As no blood glucose results were provided and the pt received no treatment, there is no indication that she experienced injury and medical intervention due to the product. The customer care rep (ccr) walked the pt through pressing the power button and the meter did not power on. The ccr confirmed that the battery was less than one year old and correctly installed. The battery contacts were in good condition. Based on the unresolved power issue, there is an indication that the product malfunctioned. The meter, test strips, and control solution were replaced.